Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of discordant results produced by the advia centaur xp instrument. The customer noted that multiple patient samples and tests were affected and retested. No instrument errors were noted during the event. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a total service visit (tsv) and replaced the sample syringe and wash block manifold. An empty and fill test was performed, and the instrument operated within specifications. The cse ran calibrations and controls, and multiple tests with no issues. Siemens completed a follow-up and informed that quality controls have been running within the specified range since the service visit. Siemens completed the investigation and can determine that discordant results were potentially caused by the syringe and or wash block manifold. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant folate (fol) results were obtained for two patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples were tested on an alternate instrument. The repeat results were lower and customer issued corrected reports. There are no reports of patient intervention or adverse health consequence due to the discordant fol results.